Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt231416: (B)(4). The review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement and endoleak. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 54 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, computed tomography angiography (cta) revealed an aneurysm diameter of 42 mm. However, each of the subsequent cta imaging follow-up examinations performed on (B)(6) 2015 and (B)(6) 2016, found a continuous increase of 48 and 51 mm, respectively. On (B)(6) 2017, computed tomography angiography follow-up imaging revealed a proximal type 1 endoleak. It was stated that the endoleak was due to an enlargement of the proximal aortic neck. On (B)(6) 2017, a re-intervention was performed and two additional gore® excluder® aortic extender components were implanted to repair the type 1a endoleak situation.